Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 01/28/2016 with the following findings: during testing, the upper o-ring of the plunger was found to be pinched between the lower o-ring of the plunger and cartridge barrel. (B)(6).

Event description:
The cartridge was returned for investigation. Investigation revealed an o-ring failure. This report is made based on results of investigation completed on 01/28/2016.